Event description:
While attempting to activate ammonium nitrate ice pack following manufactures written directions pack ruptured contents released onto rn self and clothing (left side pants) remnants cleaned immediately patient denies any contact with skin at this time.